Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the patient's receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.it was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).